Event description:
It was reported that the insulin pump had a blank display after a battery change. The customer stated that it took 10 whole minutes for the display to come up after the battery change, and the device worked fine up until just before she called. The blood glucose reading was 66 mg/dl, which was treated with 4 glucose tablets. She stated that there were very minor small scratches on the display screen and no physical damage otherwise. Upon troubleshooting, the display did return. The customer was advised to monitor the insulin pump, as it passed the self test. She was advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.